Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deformation: observed deformation of device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV with pain and deformity". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported "capsular contracture baker grade IV with pain and deformity". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV with pain and deformity". Clarification to partial date of implant: 2008 was provided. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "capsular contracture baker grade IV with pain and deformity". This record is for the right side. Device was explanted and replaced with another manufacturer's device. Capsulectomy performed.